Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). G1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113 g5) device is similar to device under 510(k) p070016. (B)(4). Investigation is still in progess.

Event description:
Description of event according to study: on (B)(6) 2016, under general anesthesia the patient received the following devices: zteg-2pt-38-152-pf (lot #e3460652); tbranch-34-18-202 (lot #e3416951); unibody-22-81 (lot #a966076) distal body; zsle-16-90-zt (lot #6453181) left iliac leg graft; zsle-16-90-zt (lot #6453241) right iliac leg graft. Sma ¿ two covered advanta stents 8x59 and 8x38 and one smart 8x60 uncovered stent celiac-one covered advanta 8x59 stent and one smart 10x60 uncovered stent right renal ¿ two covered stents (one advanta 7x59, one viabahn 7x100 stent) left renal ¿two covered stents (one advanta 5x59 stent and one viabahn 7x100 stent) on the completion angiogram, the devices were patent with no endoleaks or device integrity issues. On (B)(6) 2017, the twelve-month follow-up CT was performed. The devices were patent with no endoleaks or device integrity issues. On (B)(6) 2018, the two-year follow-up CT was performed. The devices were patent with no device integrity issues. A proximal type I endoleak was noted. Patient outcome: no adverse events or secondary interventions have been reported.

Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturer ref# (B)(4). G1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. Ec method code: 4109 - historical data analysis. 4117 - device not accessible for testing. Ec evaluation code: 4315 - cause not established. Summary of investigational findings: this complaint focus is on an 62-year-old male patient who underwent the endovascular procedure (B)(6) 2016. On the completion angiogram, the devices were patent with no endoleaks or device integrity issues. On (B)(6) 2018, the two-year follow-up, CT was performed revealing a type ia endoleak. According to the reported information, the patient did not require a secondary procedure. The cause of the endoleak cannot be determined as no imaging or information related to patient anatomy was provided. It would be inappropriate to speculate at what may or may not have occurred based on the limited information made available to us. Cook will reopen its investigation if further information is received. No evidence to sugest that the device was not manufatured according to specifications cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.